Manufacturer narrative:
The complaint investigation included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 14205ui00 was completed. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues with lot 14205ui00 and the complaint issue. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay, lot number 14205ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated architect prolactin results on a 41-year-old female patient. The results provided were: abbott result = 93.86 ng/ml (reference range was 5.18 to 26.53 ng/ml), the beckman¿s result was 25.63 ng/ml (reference range 3.34 to 26.72 ng/ml). No impact to patient management was reported.